Manufacturer narrative:
It was noted that the device is not available for evaluation because the patient kept it. Additional information has been requested and if received, will be provided in the supplemental report. Patient kept.

Manufacturer narrative:
An event regarding pain involving a scorpioflex total knee cr tibial bearing insert. The event was not confirmed. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. In this case additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
It was reported that the patient was having knee revision due to knee pain. Her size was 9x15 tibial insert was removed and replaced with a size 9x18 scorpio= flex cr poly.

Event description:
It was reported that the patient was having knee revision due to knee pain. Her size was 9x15 tibial insert was removed and replaced with a size 9x18 scorpio= flex cr poly.